Manufacturer narrative:
Date of submission 05-sep-2018. Device evaluation: the device has been returned and evaluated by product analysis on 29-aug 2018 with the following findings: the battery compartment was confirmed to be cracked below and above the grip pad. There was a battery compartment leak, with evidence of moisture and corrosion in the battery compartment, no moisture noted in other parts of the pump.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was cracked/damaged and that there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.